Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: the aneurysm was located in the right internal carotid artery. The guide ribbon carries the perfusion catheter into the middle catheter to reach the distal end of the blood vessel, echelon microcatheter into the aneurysm, and stent lvis4.0*22 into the microcatheter. When the stent was released, the microcatheter slipped and its position changed. When the stent was recovered and adjusted, repeated attempts failed to recover it. After removed the stent and microcatheter, found that the stent was stuck in the microcatheter and detached. The procedure went smoothly after being replaced with the same type of microcatheter and stent. No patient injury was reported.

Manufacturer narrative:
Items returned for investigation: stent, pusher, introducer. Items not returned for investigation: microcatheter. The stent was returned fully deployed. The pusher was returned intact. The stent was loaded onto the returned pusher with the returned introducer and advanced into an in-house microcatheter for the investigation. The stent was able to advance from and resheathed into the microcatheter without resistance during the investigation. The investigation of the returned stent system found the stent returned fully deployed. The stent was able to successfully advance through and resheathed into an in-house microcatheter during the investigation without issue. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
As reported: the aneurysm was located in the right internal carotid artery. The guide ribbon carries the perfusion catheter into the middle catheter to reach the distal end of the blood vessel, echelon microcatheter into the aneurysm, and stent lvis4.0 22 into the microcatheter. When the stent was released, the microcatheter slipped and its position changed. When the stent was recovered and adjusted, repeated attempts failed to recover it. After removed the stent and microcatheter, found that the stent was stuck in the microcatheter and detached. The procedure went smoothly after being replaced with the same type of microcatheter and stent. No patient injury was reported.